Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/08/2014 with the following findings: on examination, the cartridge compartment was noted to be cracked at the opening of the chamber. A test cartridge cap was fully tightened on the pump and fit properly. Unrelated to the original complaint, the battery compartment was noted to be cracked from the finger pad to the primary seal and the display was dim and discolored. The audio bolus button cover was noted to have a hole in it. There was no loss of power during testing.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The distributor contacted animas on (B)(6) 2013 alleging a crack in the cartridge compartment. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged damaged cartridge compartment issue remained unresolved with troubleshooting.